Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss verified the reported error. Fss replaced the ssc (subsystem controller) pcb (printed circuit board) and the instrument manager and the system stopped having errors. Fss ran the unit over the weekend without errors. Fse completed the system checkout and verified all modes of operation and all calibrations. After checkout, the unit was left on another day for verification. Fse verified that the unit still had no errors. The system was used for surgery and fse performed surgery support verifying that the unit did not fail for the next two days. The unit was found to comply with all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(4) system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in the initial report, the device manufacture date provided (10/16/2008) was incorrect. The correct date of manufacture is 10/15/2008 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.